Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect stat high sensitive troponin-I reagent lot 27304ud00. The evaluation of complaint data for the product and likely cause architect stat high sensitive troponin-I reagent lot 27304ud00 identified activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 27304ud00 was evaluated using worldwide data from abbottlink. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. A device history record review was performed on reagent lot 27304ud00, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. As per labelling, the expected values section includes a table which show predictive values for the gender-specific 99th percentile cutoffs (female, age range 21-75= 15.6 pg/ml; male, age range 21-73= 34.2 pg/ml). The patient age (80-year-old male) in this case is outside the established age range for which values are documented. Elevated troponin levels may be indicative of myocardial injury and should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on the investigation no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 27304ud00 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one (B)(6) yr old male patient. The results provided were: on (B)(6) 2021 sid (B)(6) =1698.1 pg/ml /repeated=1663.2 pg/ml / electrocardiogram=poor movement of anterior wall. Additional information provided: ck=4400 ng/ml; ckmb=24 ng/ml; bnp=370 pg/ml the account did not provide the troponin cutoff value. The architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml was used to determine positive/negative interpretation. There was no reported impact to patient management.